Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted.

Event description:
Supplemental report is being filed to update MDR decision to no evidence of product malfunction. Additional information indicated that the infection was not related to the device system and explant was for complete precautionary reasons. No adverse patient effects were reported. Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted.